Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: (B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 devices and the reported events could not be conclusively determined through this evaluation. The study entitled, ¿gender disparities in patients with heartmate 3 left ventricular assist device¿ was reviewed. The study stated that significant gender disparities have existed with patients undergoing 1st and 2nd generation left ventricular assist devices (lvads)¿females tend to have increased mortality and rate of complications, such as stroke. The study aimed to evaluate gender differences in survival and survival free of complications in end-stage heart failure patients with history of lvad implantation. This single-center retrospective study included end-stage heart failure patients who underwent lvad implantation between 2016 to 2021. Baseline demographic, clinical, and outcome parameters including hospitalizations and complications (gastrointestinal bleeding, stroke, pump thrombosis, driveline infections, and death) were abstracted from the electronic medical records. Review of 57 patients who underwent hm3 implantation (26% female and 74% male) was performed. Overall results showed no significant gender difference from survival free of complications, including gastrointestinal bleeding (p=0.71), driveline infection (p=0.76), and stroke (p=0.34). The study concluded that the data demonstrate no significant gender disparities in complications in patients who receive the hm3 lvad. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03584. It was reported in the research article ¿gender disparities in patients with heartmate 3 left ventricular assist device¿ that the heartmate 3 (hm3) may be associated with gastrointestinal (gi) bleeding, driveline infection, stroke, and death. This single-center retrospective study evaluated differences in outcome rate between the two sexes. A total of 57 patients implanted with hm3 between 2016 and 2021 were evaluated; 26% of patients were female, and 74% were male. Results showed no significant survival difference between males or females (p = 0.58). Results also showed no significant difference from survival free of complications, including gi bleed (p = 0.71), driveline infection (p = 0.76), and stroke (p 0.34).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.